Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 200mg/dl. Multiple supply changes were performed and the occlusion alarms continued. A system check was performed using the current supplies and the current occlusion was found to be within the cartridge. Reportedly, the customer reverted to manual injections for insulin therapy as the occlusion alarms continued to occur after the system check.